Event description:
The hcp reported the pt was experiencing increased pain. The pump had been delivering hydromorphone 0.5mg/ml and bupivicaine 7.1mg/ml at 0.5002 ml per day. The device system was explanted and replaced. The hcp reported a "possible granuloma at tip of old catheter." The pt is reported to have recovered without sequela.